Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) wasn't working to control their pain. The patient stated that they were in too much pain to say that the ins was working. The patient confirmed that they were feeling stimulation but it wasn't doing anything for their pain. No falls or traumas were reported that could be related to the issue. It was also reported that every now and then, the patient would experience a ¿hotness¿ feeling around their ins. The patient reported that they were having pain and swelling around the ins site. The patient¿s healthcare provider (hcp) mentioned the possibility of removing the device. It was noted that the patient had an appointment scheduled for (B)(6) 2017. It was noted that the issues started sometime during 2017. No further complications were reported or anticipated. Indication for use is spinal pain.